Manufacturer narrative:
The original complaint was filed on (B)(4) 2013, as given under 'date of this report'. At this time, there was no mention of a device removal or revision surgery, so no medical device report was filed. On (B)(4) 2013, acumed received an update to this complaint that indicated that the screw was removed from the pt. At this time, a medical device report was initiated. Additional mdrs associated with this MDR: MDR number #: 3025141-2013-00201.

Event description:
The screw was found to be broken, so removal surgery was performed.